Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer or cubie had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and unable to recover. A field service engineer resolved by guiding the customer to identify the affected drawer and manually open it to recover the failed medications. Remote verification confirmed all medications were accessible. The system functioned as intended after the field service engineer assisted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer or cubie had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.